Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during incoming inspection at the distributor on 22 may 2019, a yellow stain was observed on the packaging of the subject lead. Preliminary analysis results revealed that the device was manufactured and released according to all applicable procedures.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during incoming inspection at the distributor on (B)(6) 2019, a yellow stain was observed on the packaging of the subject lead. Preliminary analysis results revealed that the device was manufactured and released according to all applicable procedures.